Manufacturer narrative:
As received, the device returned in backup operation. Visual analysis revealed no anomalies. Further investigation indicated the device entered backup vvi mode due to a power on reset (por) that occurred during high voltage (hv) delivery and caused a low impedance load. Electrical testing revealed no anomalies and normal device function. Based on the device analysis, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was noted that the device went into backup vvi mode after an appropriately delivered shock. The device was explanted and replaced. The patient was stable with no adverse consequences.